Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the injector scratched the lens. Additional information was requested and received.

Manufacturer narrative:
Two opened monarch handpiece injectors were returned for evaluation for the report of the shooter scratches the lens. A visual inspection of the iol injector performed and was found to be non-conforming, with a bend in the plunger. A dimensional inspection for plunger position height was performed and was found to be non-conforming. When inserting gage into barrel the gage was hitting the tip of the plunger, due to the bent condition. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A visual inspection of the iol injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation for sample 1 confirms the plunger has a bent plunger head resulting in a upward plunger position, which could result in the plunger (shooter) scratching the lens. The root cause for the nonconforming plunger height is bent plunger. How and when how the plunger became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 18 mos. The evaluation for sample 2 was found conforming for all visual, functional and dimensional testing associated with reported event, therefore an injector scratches the lens as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).